Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient. Device code a0501 captures the reportable event of coil detached inside the patient.

Event description:
It was reported that a polaris ultra ureteral stent was used in ureteroscopy flex procedure in the kidney. During the procedure, it was noticed that the stent was difficult to place along the guidewire and the distal end of the stent was noticed to be broken. The stent was fully removed and successfully completed with another of the same device. There were no patient complications reported. Picture provided by the customer showed that the stent was also buckled